Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was feeling unwell and experienced an off the charts blood pressure and dizziness. Additionally, the patient was concerned about the status of the device. The crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was feeling unwell and experienced an off the charts blood pressure and dizziness. Additionally, the patient was concerned about the status of the device. Technical services (ts) referred the patient to a physician for further evaluation. To date, the crt-p remains in service. No adverse patient effects were reported. Additional information indicated that the patient was evaluated in person and the device assessment was normal, with no adverse findings or device-related anomalies identified. The patient was also examined by a physician and made medication changes related to the patient complaint.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.